Event description:
Report 2 of 2 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that it was not possible to remove the mini q-coupling attachment device from the small battery drive device. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the locking tool was jammed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use. If information is obtained that was not available a follow-up medwatch will be filed as appropriate.